Manufacturer narrative:
Implant date: 2013 - this year is approximated based on a 7 year old ipg.

Event description:
It was reported that the patients seven year old ipg was unable to be charged. The patient underwent an ipg explant procedure. No further information regarding the implant date, physician, facility, or device return has been able to be obtained after three attempts.

Manufacturer narrative:
Additional information was received that the physician does not suspect malfunction of the ipg. The patient is doing well post operatively.

Event description:
It was reported that the patients seven year old ipg was unable to be charged. The patient underwent an ipg explant procedure. No further information regarding the implant date, physician, facility, or device return has been able to be obtained after three attempts.